Event description:
The nurse alleged this bed had unintentional movement of all functions.

Manufacturer narrative:
The facility could not duplicate the alleged failure and placed the bed back into service.